Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 49-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2020, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil embedded in the uterus/ perforation of the right essure through the back wall of the uterine serosa') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (da vinci platform (total hysterectomy, laparoscopic, with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: surgery findings: the patient had normal appearing female pelvic anatomy with an exception of 2cm posterior subserosal, complete extravasation and perforation of the right essure , appeared to be through the back wall of the uterine serosa ,90% of the coil was outside of the uterus. It appears to me by estimation that the coil itself was most likely placed in that position and was not a migration. It was not near the tube or the tubal junction. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: myometrium: the myometrium is pale pink, rubbery to prominently trabeculated, 1.2 to 2 .8 cm in thickness, embedded into the myometrium and partially protruding through a defect at the fundus is an essure coil, the embedded the embedded portion of the coil is 1.2 cm in length and the exposed portion of the coil is 2 .1 cm in length , three discrete tan- white intramural nodules are grossly identified, 0.3 to 2.9 cm . No additional discrete lesions are grossly identified. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received. Reporter information, medical history added. Event "medical device removal" updated to event "right essure coil embedded in the uterus/ perforation of the right essure through the back wall of the uterine serosa". New events added- chronic pelvic pain, menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.